Event description:
The customer stated they were "monitoring mother and baby with m2703a avalon fm30 avalon fetal monitor. The mother detached sensors to go to toilet. When she came back, staff was unable to find fetal hr. Fetus was born stillborn. The mother says the fetal monitor was not monitoring the fetus properly".

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.